Event description:
Was subscribed soliqua insulin flexpen by my md. Having side effects. Diabetes type ii. Change in eyesight, dizziness, swelling in ankles, feeling sleepy, weak and confusion. Cannot get help so far from pharmacy or doctor's office. FDA safety report ID # (B)(4).